Event description:
A bayer r& I service rep reported the following: the veris system powered down unexpectedly on its own. There was no injury reported.

Manufacturer narrative:
Bayer r & I product analysis received and examined the suspect main pcb (printed circuit board) and determined it to be malfunctioning. Bayer r &I service replaced the pcb main board at the site and confirmed system functionality. The veris system is currently in use at the site.